Event description:
According to the physician, 16 cm catheter was placed in the pt approx two weeks ago. When attempting dialysis on pt 4/2/97. Pt began to bleed internally. Physician claims the catheter was fractured at the site where the two catheters are joined. (Red tip portion of the catheter). Replaced suspect catheter with another and proceeded with dialysis.